Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09285.

Event description:
It was reported that during a l primary reverse shoulder procedure, the impact plate broke from the handle while the surgeon was attempting to implant the humeral head. The reported also noted that when the humeral bearing trial was being implanted, the stem of the bearing fracture. There were no adverse event to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Comprehensive impactor and comprehensive humeral trial are returned for evaluation. Visual inspection confirmed that the strike plate of the impactor fractured at the thread and the threaded portion remained in the handle. There is wear damage to the handle of the impactor and also from impact on the strike plate. Upon visual inspection of the trial there was gouging and scrapes and the post of the trial fractured. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.